Event description:
Same case as MFR report #: 2134265-2010-04105, 2134265-2010-04106, 2134265-2010-04117. It was reported that during a rotational atherectomy interventional procedure , a wire fracture and vessel perforation occurred. The 80% stenosed lesion was located in the severely calcified and severely tortuous right coronary artery (rca). An unspecified 7fr guide catheter was engaged in the rca. Following placement of the floppy rotawire guide wire, the proximal portion of the mid rca lesion was successfully ablated with the 1.5mm rotalink plus burr and the 1.75mm rotalink plus burr. The physician then attempted to advance the 2.0mm rotalink plus burr to the lesion, however he encountered resistance. The physician injected contrast media and noted a leak from between the aorta and the bifurcation. At that time the physician also noted that the floppy rotawire guide wire had fractured. The fractured wire was retrieved with a snare. The vessel perforation was treated with an unspecified 3.0 x 16mm covered stent. Following treatment in the intensive care unit, the patient was discharged from the hospital 9 days post-procedure and was reported as "recovered".

Manufacturer narrative:
Device evaluation by manufacturer. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).